Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 09-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient had pocket pain/pain in the battery site so the pocket was revised. The provider¿s plan was to tunnel over from the extension connection in the back over to the abdomen. During the surgery, the rep was in the operating room (or) and the healthcare professional (hcp) cannot find the end of the lead/extension junction. It is implanted deep and the hcp does not want to keep digging. The rep reports that the hcp wants to move the ins from the buttock to the abdomen location. Technical services reviewed an extension. The provider was unable to find the connection where the extension and paddle were and asked if they could add another extension onto the current extension. The provider was made aware it was off label use but there was no other solution. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.